Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms noted. No motor error alarms noted. The motor was tested outside the device and passed. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high blood glucose all day. She stated that the insulin pump alarmed motor error twice during prime and she also received several no delivery alarms. Blood glucose value was over 500 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. The customer had reverted to manual injections. The insulin pump was replaced and returned for analysis.